Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd luer-lok¿ 1-ml syringe w/o needle foreign matter was found in the fluid pathway. This occurred 3 times. There was no report of patient impact. The following information was provided by the initial reporter: black spots seen in syringe after drawing up medication three instances of noticing black spots in syringe when drawing up medication over the last month. Nurses picked up the issue before any patient injection occured.

Manufacturer narrative:
H.6. Investigation summary : 1. Exec summary - three photos and three used samples were received by our quality team for evaluation. - based on the samples received for investigation, it is observed that there was one sample with black particle (sample 1) and two samples (sample 2 & 3) with light brown particles. Based on the ftir results, the spectrum of black particle matched with spectrum of printing ink used at syringe assembly line; there were no good match spectrum to the two light brown particles. The team has investigated different sections of machine and matched potential area which could lead to reported defects, black particle, and light brown particles. Printing ink is used at syringe assembly line, particularly at apex printing station to imprint the scale marking onto molded barrel surface. Nevertheless, the reported defect is presence of black particle in fluid path. The team has evaluated the machine station and it is unlikely for a black particle of printing ink dropping into syringe fluid match, therefore, the root cause is unable to determine. - the sample received observed light brown particles with solution, there is no good match in the library. Hence root cause could not be determined. - a review of the complaint lot history check was performed and this is the 1st related complaint for foreign matter on lot # 0127754. No non-conformances were raised in association with this type of event for this lot, concluding all inspections were performed as per the applicable operations and met qc specifications. 2. CAPA/sa - based on the above no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. 3. DHR review - a lot history review for batch 1258895 was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported while using bd luer-lok¿ 1-ml syringe w/o needle foreign matter was found in the fluid pathway. This occurred 3 times. There was no report of patient impact. The following information was provided by the initial reporter: black spots seen in syringe after drawing up medication three instances of noticing black spots in syringe when drawing up medication over the last month. Nurses picked up the issue before any patient injection occured.